Manufacturer narrative:
The reported events of low pacing impedance and failure to sense were not confirmed. A complete lead was returned in one piece for analysis with the helix retracted and clogged with blood/tissue. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspections of the lead did not find any anomalies.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the right atrial (ra) lead exhibited low pacing impedance and failure to sense. Another ra lead was used and it also exhibited low pacing impedance and failure to sense. Both ra leads were not used and a single chamber pacemaker was implanted in the patient to complete the procedure on (B)(6) 2025. The patient was stable.